Event description:
A customer contacted company regarding false low total bilirubin (tbil) result which was wrongly configured by datalink2000 (dl2000). The customer indicated that tbil result obtained from the instrument was 10.0mg/dl. The dl2000 transferred the tbil result to the lab information system (lis) as "<0.1mg/dl". A technician discovered the wrong tbil result at the lis and corrected the result in the lis before report was sent out of the lab. No additional information regarding this event was provided by the customer. Based on available information, there was no change in patient treatment that can be attributed to or connected with this event.